Event description:
It was reported that during a holmium laser enucleation of prostate procedure for enlarged prostate, the physician noticed there was no beam coming from fiber, when the fiber was removed, it was noticed the fiber was broken near the tip. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified it was broken into 2 pieces thus confirming the reported event. The microscopic analysis found the fiber tip is degraded and dark spots were present. The fiber was also functionality tested, and the error 67 (fiber expired) displayed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A damaged fiber or kinked during set up could lead to a full break once the laser energy is applied. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of prostate procedure for enlarged prostate, the physician noticed there was no beam coming from fiber, when the fiber was removed, it was noticed the fiber was broken near the tip. Due to this, the procedure was completed using another device. There were no patient complications.